Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. It was noted that while removing the clip delivery system (cds) from the steerable guide catheter (sgc), the sgc experienced a leak. The sgc was removed from the patient, and the procedure was concluded with a resulting mr of grade 1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak/splash (loss of fluid column). There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a